Event description:
It was reported that the ventilator stopped ventilating while on patient. The patient was developing hypoxia and subsequent cardiac arrest. The patient died. Manufacturer's ref.#: (B)(4).